Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four months after a successful cryo ablation procedure, the patient experienced chest pain and shortness of breath. A computerized tomography (CT) showed right inferior pulmonary vein (ripv) stenosis. A diuretic was administered, and fluid was drained from the patient¿s chest cavity. No further patient complications have been reported as a result of this event.